Event description:
It was reported that the customer experienced a cracked and shattered touchscreen on their device, rendering the touchscreen unresponsive and illegible. Due to the customer's declining to answer, there was no reported impact on the customer's blood glucose level. The resolution involved technical support providing a suppliers report, as the pump was out of warranty. No further information provided.